Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported as the packaging was conforming. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported as the packaging was conforming. This medwatch is being voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: singapore. The investigation is complete. This is an initial final report submission. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures could not determine any damage or related issue to the seal/packaging of the products. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery there was leakage in disposable cuff packaging; visually the package was intact and the seals were not broken. There was no harm or injury to a patient or delay in a procedure as there was no patient involvement. Due diligence is complete. No additional information is available. At device evaluation the packaging was identified as defective seal. No adverse events were reported as a result of this malfunction.